Event description:
It was reported that a vns pt had a history of seizures and began to have an increase in seizures following implant of the vns lead and generator. The pt reportedly went to the physician and met another pt with similar issues which is housed in manufacturer report # 1644487-2012-00028. The physician reportedly "fined-tuned" the vns settings however it was not indicated if this resolved the increase in seizures. The pt's report also indicated he or she experienced hoarseness however this later improved with the fine tuning. This information was reported to the FDA in (B)(6) 2010 however it was not believed that this event had been passed on to the manufacturer. The pt's seizures were noted as worsened with nine per day and sometimes five every ten hours. The pt reportedly passes out after her seizures and was in the hospital for three days following the last episode per the report. Attempts for further information are not possible as the pt and physician information were not available.